Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and cracked reservoir tube lip. No display anomaly or unexpected failed battery alarm was noted. (B)(4).

Event description:
The customer reported that the buttons malfunctioned during a bolus and the customer was not able to stop the scrolling with the escape button. The customer removed the battery and reinserted it and received a failed battery alarm and a button error alarm. The blood glucose reading was 388 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.